Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sharps coll next gen 5.4qt clear 20/pack was missing label. The following information was provided by the initial reporter: it was reported that sharps containers did not have labels.

Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of missing labels. Without further information like a physical sample, the complaint cannot be verified. This issue was sent to the supplier and the response was that there have been changes to the production to ensure the containers without labels better be spotted by quality software and that the workbench has been updated to allow for label modification if issues occur. A DHR review could not be performed since lot number information was not received, the complaint information only contains the family product and item. A review of the ncmr¿s was performed; the result showed there was one event reported (ncmr-jrz-00002207) as missing label issue for the same part number throughout the last twelve months. However, suspect material involved in that event was contained at the manufacturing site. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd sharps coll next gen 5.4qt clear 20/pack was missing label. The following information was provided by the initial reporter: it was reported that sharps containers did not have labels.